Event description:
The customer stated that an elevated architect ca 19-9xr result of 7.57 u/ml was generated for a patient with a known expected value of <2.0 u/ml. The elevated result was not reported to the doctor because the customer noticed that calibration values were lower than expected; however, the calibration curves did not fail. Some of the low control values provided were out of package insert range high. It is unknown whether controls were in range when the elevated result was generated. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, architect ca19-9xr list 02k91-25, that has a similar product distributed in the u.s., list number 02k91-27.

Manufacturer narrative:
Review of ticket trending did not identify atypical complaint activity related to falsely elevated results. The lot search did identify atypical complaint activity related to the issue under review. Accuracy testing was completed using retained kits of reagent lot 28214m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the reagent lot performed per specification. There is not enough information to reasonably suggest a malfunction as the issue was for a few discreet patient samples and limited troubleshooting was performed.